Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# 0215658203, implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had developed an infection at their device implant site three weeks post implant. A swab of the infection was taken and was found to be ¿(B)(6).¿ it was noted there was no loss of efficacy experienced and that there was no issue reported with either the implantable neurostimulator (ins) or the lead. The patient was admitted to the hospital and administered intravenous antibiotics as a result of the issue. The patient¿s device remained in service at the time of report and it was noted the hcp the patient was in the care of intended to save the implant. There were no surgical interventions performed at the time of report and it was unknown whether any were planned. There were no further complications reported or anticipated.